Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 10-oct-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving prialt with concentration 3.0 mcg/ml at a dose rate of 3.8380 mcg/day, bupivacaine with concentration 20.0 mg/ml at a dose rate of 25.587 mg/day, and dilaudid with concentration 25.0 mg/ml at a dose rate of 31.983 mg/day via an implantable pump for malignant pain. The patient¿s medical history included gastroesophageal junction adenocarcinoma. It was reported that there was nothing specific, but the patient reported that their pain wasn¿t being treated. The event occurred during normal use. The date of the event was unknown. A routine MRI was performed and a granuloma was discovered. A catheter revision was not scheduled but was being planned. Environmental/external/patient factors that may have led or contributed to the issue was indicated as being none. The issue was not resolved at the time of the report. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the catheter revealed a user related kink in the catheter body. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative. It was reported the patient was also had fentanyl (300 mcg/ml at 450 mcg/day) in the pump. It was reported that the spinal segment of the catheter was replaced. The hcp was unable to aspirate from the catheter access port when it was accessed prior to "first cut." It was reported that they withdrew 30.5ml instead of the expected 31.2ml from the pump reservoir prior to "first cut." The hcp filled the pump with new medication. The hcp pulled the spinal segment out of the intrathecal space. A volume of 0.52 ml was programmed as a single bolus over 32 minutes to prime internal pump tubing and existing catheter. After 32 minutes passed, the hcp implanted and spliced on a new spinal catheter, verifying spinal segment catheter placement via injecting dye through a 25 gauge needle. At completion of the surgery, the hcp easily withdrew 2 ml via the catheter access port, and implanted catheter length primed with new medication. Additional medical history included attention deficit disorder, depression, hyperlipidemia, anxiety, insomnia, erectile dysfunction, and renal insufficiency. Concomitant medications included valium, adderall, hydromorphone, movantik, cymbalta, xarelto, zyprexa, lasix, prilosec, compazine, synthroid, senna-plus. It was reported that the issue was resolved at the time of the report. The patient's status at the time of the reported was noted as "alive-no injury." No further complications were anticipated/reported.